Event description:
Material #: 383539; batch#: 4065042. It was reported by customer that needle punctured through the catheter during insertion. Nurse said that it was difficult to remove but was able to get the whole device and catheter out without anything being sheared off. Verbatim: complaint received via email(s) attached. Needle punctured through the catheter during insertion. Nurse said that it was difficult to remove but was able to get the whole device and catheter out without anything being sheared off.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed that the needle had pierced through the catheter near the tip area. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. The needle can pierce through catheter during product application, when the product was manipulated, or during needle cover removal. Current controls include an outgoing and in-process inspections in place to check for needles that have pierced through the catheter.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 18ga 1.25in hf y needle through catheter it was reported by customer that needle punctured through the catheter during insertion. Nurse said that it was difficult to remove but was able to get the whole device and catheter out without anything being sheared off. Complaint received via email(s). Needle punctured through the catheter during insertion. Nurse said that it was difficult to remove but was able to get the whole device and catheter out without anything being sheared off.